Event description:
Customer reported set leaked where the drip chamber and tubing below chamber connect. No pt harm. No additional info was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR. H3: customer indicated product return is expected. It has not been received yet. A follow up report will be submitted if further info is obtained.